Event description:
It was reported that; while impacting the inserter, the metal cap that is welded to the distal tip became dislodged during insertion into the disc space. It subsequently turned the cage 90 degrees on the distal tip.

Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the acculif surgical technique indicates that instruments which have experienced extensive use or extensive force are more susceptible to fracture depending on the operative precaution, number of procedures, and disposal attention. Instruments must be examined for wear or damage prior to surgery. The manufacturing history of the reported lot# revealed that the device was manufactured in (B)(6) 2014 and it is unknown how often/how many times the instrument has been used. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Conclusion: the plausible root cause can be due to the impaction of the inserter during the surgery was reported in addition to the normal wear and tear of the instrument.

Event description:
It was reported that; while impacting the inserter, the metal cap that is welded to the distal tip became dislodged during insertion into the disc space. It subsequently turned the cage 90 degrees on the distal tip.